Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-52, lead, implant: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) misinterpreted a supraventricular tachycardia (svt) as a ventricular tachycardia (vt) resulting in a inappropriate antitachycardia pacing (atp) therapy. The ICD remains in use. No patient complications have been reported as a result of this event.